Event description:
#Medwatcher #(B)(4). Pelvic pain, painful intercourse, lack of sex drive, diffused connective tissue disease from it, chronic ear infections, raynauds syndrome, fibromyalgia, mitral valve prolapse, pvcs in heart, migraines, extreme fatigue, rsd, brain fog, rapid deterioration of teeth, confusion, memory loss.